Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported black spots appeared during scanning of the right eye surrounded by a circle of thin black lines. Surgeon tried to lift the flap, they could determine the stromal layer was not completely incised and used blunt separation techniques to complete the flap lifting. Vertical corneal epithelial breakthrough was observed and surgeon used blunt separation and determined that the stromal layer is not incised and found out abnormal location is located at the edge of the cornea, which was relatively small impact on the subsequent vision. Surgeon carried out the treatment process was smooth.

Manufacturer narrative:
Additional information provided in b.5., b.6., and b.7. Corrected information provided in h.3. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stated preoperatively patient was on antibiotics four times in a day for three days. The patient was given sodium chloride hypertonicity ophthalmic solution to use four times a day hour and a topical steroid four times for seven days. Ophthalmic gel extract was suggested to use. Post operatively the patient wore bandage contact lens for one week after surgery. The patient was given topical antibiotic eye drops for four time in a day and non-steroidal anti inflammatory eye drops for four times in a day. The patient's current visual acuity is above 0.8, and no other issue with the device, and the other patients had surgery smoothly.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of treatment. Most probable root cause is user handling (choosing parameters for canal that will not allow gas from flap creation to vent properly). Root cause could not be concluded conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.1., b.5., and h.8. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received, stated there was no additional intervention performed. No product malfunction.